Event description:
A problem was reported. Company representative reported pump motor stall due to patient having MRI. The motor stall was confirmed on the event logs and the stall recovered after 3 hours and 18 minutes. The patient had no symptoms. No additional troubleshooting was needed. It was reported the patient was fine and receiving therapy. System used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).